Manufacturer narrative:
A product investigation was performed for this device. A fresenius regional equipment specialist was sent to the facility to evaluate this device. The device passed all functional tests. A review of the device history record was performed. There were no unexpected variances, or adjustments or comments noted in the device records. A review of the service history for this device did not show multiple calls for similar issues. A review was performed by the post market clinical department. Per the associate medical director (devices), there is no evidence to suggest that the hemodialysis machine caused or contributed to the patient's death. The patient had chronic failure to thrive, a known history of a recent myocardial infarction, ventricular tachycardia, an implantable cardiac defibrillator, chronic hypotension and serum albumin of 1.7 g/dl on (B)(6) 2012.

Event description:
A user facility called fresenius technical support to report that a patient expired during dialysis treatment at the facility. The patient was in do not resuscitate status. The hemodialysis machine was pulled from service, disinfected and rinsed.